Event description:
It was reported that the customer keeps changing her soft sets and has high blood glucose levels with ketones. Customer also received no delivery alarms on saturday. Customer does not want to return the infusion set or reservoir for analysis. Customer treated with an injection. Customer's blood glucose level was in the 400's mg/dl. Customer ran a manual prime and the insulin exited the tubing. Pump programming and settings were reviewed. Pump passed priming and high pressure tests. Customer was advised that the pump was working as designed. Customer's blood glucose level is now 151 mg/dl, but she still has ketones. Customer may need to go to the hospital. Customer declined troubleshooting. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).